Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA¿form¿483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed recurring ¿alert 32 ¿ motor processor communication error¿ requiring repeated restarts, which did not resolve the malfunction, and a replacement ilet was issued. Symptoms included no reported adverse clinical effects, and blood glucose levels remained unaffected. Outcomes included the user transitioning to backup therapy and continuation of cgm use as normal until the replacement arrived. Investigation included remote troubleshooting, user education on data sync, shutdown, and return procedures, and logistical review for replacement. Investigation of the returned device revealed a delivery motor communication malfunction consistent with a processor-to-motor comms fault within the device¿s delivery subsystem.